Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that a patient was undergoing dilation of a femoral artery. The pt was described as having calcified vessels. The operator used a hand injection method. The balloon burst; the pressure is unknown. The procedure was completed with another balloon catheter. There was no injury to the patient. This product is available for evaluation and testing; however, it has not been received as of today. Additional information will be submitted within 30 days of receipt.